Manufacturer narrative:
Pump received with intermittent button response due to flattened esc button dome switch (creased). No button error alarm during testing. No unlocked j2/lcd keypad connector. Unit passed displacement test and self test. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. The customer stated that, the keypad was unresponsive, the button escape from the insulin pump must pressed with strength to answer the command and also stated that keypad was sunk but clock was advanced. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.